Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. A blood glucose level was not provided. Reportedly, hospitalization was "related to the pump"; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and root cause could not be confirmed.